Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, non-sustained rv oversensing episodes due to post-paced t-wave oversensing was observed. The events occurred on one day at one time. It was discussed that the physician could either make recommended programming changes or continue to monitor the patient. Further information was requested and not available yet.

Event description:
New information received notes that physician elected to continue to monitor the patient. Patient was stable.